Manufacturer narrative:
Device passed all manufacturing acceptance testing and quality inspection.

Event description:
On 03/27/2017 - report came in to envoy complaints that a device had no driver functionality after battery replacement on (B)(6) 2017. On (B)(6) 2011 - patient was implanted with the esteem system. On (B)(6) 2011 - activation, (B)(6) 2011 - enhancement surgery, (B)(6) 2017 - battery change surgery, (B)(6) 2017 - fitting - envoygram shows no driver response. On 04/04/2017 - x-ray images of implant were obtained by envoy medical, indicating proper lead insertion on 04/04/2017 - envoy medical recommended a revision surgery to investigate the condition of the driver on (B)(6) 2017 - revision surgery conducted which found that the driver lead had been severed. Driver, sensor, and sp were replaced. Sensor tested for low capacitance following driver replacement and was replaced. Sensor was likely compromised during revision surgery. Sp was replaced as a precautionary action to mitigate against infection. No malfunction of sp or sensor was alleged. On 05/11/2017 - damaged device was received at envoy medical. Inspection indicates that leads were severed near the driver body. No device testing could be performed due to the extent of the damage.